Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On 2017-feb-10, it was reported that the patient¿s pump had malfunctioned the week, it was put in (B)(6) 2006. The patient had experienced symptoms similar to severe spastic cramping and a mental status change.